Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for carbohydrate antigen 19-9 (ca 19-9). Erroneous results were reported outside of the laboratory. On (B)(6) 2015 the patient was tested on an e601 analyzer at another hospital and the ca 19-9 result was approximately 7 u/ml. The patient went to "specialty hospital" where a new sample was obtained and the patient was tested on a different e601 analyzer with an initial ca 19-9 result of 8.79 u/ml (this is the event being reported on this medwatch). The sample was repeated twice on an abbott architect analyzer and the results were 579.18 u/ml and 570.79 u/ml. The results of 8.79 u/ml and 579.18 u/ml were reported outside of the laboratory. On (B)(6) 2015 the sample was repeated on the e601 analyzer and the result was 8.61 u/ml. A 1:10 dilution was also performed on the sample and the result was 19.19 u/ml. No adverse event occurred. The e601 analyzer serial number was (B)(4). Quality controls were acceptable. Based on the available data, there was no indication of a general issue with the analyzer or the reagent. A specific root cause could not be identified. Assays from different companies can produce varying results.